Event description:
Tyvaso dpi patient over 65 years old. Patient reports they've been in the hospital and have been for a month as of today. Patient was admitted on (B)(6) 2025 for heart failure exacerbation. Patient reports this was after having a pacemaker placed. Her oxygen use increased while in the hospital and she is not able to do much physical activity still. Patient having swelling in the legs, ankles, and/or feet. Patients overall mood and activity level since starting pah therapy is worse. No further information provided.